Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient is in good condition. The lead will be explanted at device change-out.